Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving prialt/ziconotide (1.7 mcg/ml at 1.3 mcg/day), bupivacaine (19.7 mg/ml at 15.7 mg/day), dilaudid (6.6 mg/ml at 5.2 mg/day), and clonidine (228 mcg/ml at 182 mcg/day) via an implanted pump. It was reported that the patient had increased pain with limited pain relief from the pump over the past couple of weeks and there was a high residual volume at the last refill. The actual volume was 31 ml, and the expected volume was 17 ml. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that the patient reported being in a minor car accident about 2 weeks ago. A dye study was performed on (B)(6) 2025, and it was found that drug was leaking from the spinal segment of the catheter before it entered the intrathecal space. The pump was programmed to minimum rate, and a catheter revision was scheduled for (B)(6) 2025. During the procedure, the old spinal segment of the catheter was removed, but while removing it, a portion of the catheter broke and remains in the patient¿s intrathecal space. A new spinal segment of catheter was then implanted and connected to the remainder of the existing catheter. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8598a serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 16-aug-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the catheter identified a break in the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.